Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter remote was powering off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The patient¿s mother reported that the alleged power issue began approximately 3 months prior to when she contacted lfs. The reporter confirmed initially the power issue occurred intermittently; however, over time, the patient was unable to obtain a result due to the meter powering off during use. The patient is on insulin pump therapy. The patient¿s mother stated that due to the meter issue the patient was not being tested as frequently. The reporter claimed that on an unspecified date/time, after the power issue started, the patient tested positive for ketones. The patient¿s mother stated she called the patient¿s hcp and was advised to administer a one unit correction bolus to the patient. The reporter confirmed the correction bolus resolved the patient¿s ketones. At the time of troubleshooting, the customer care advocate noted there was no misuse to the subject meter and the battery did not need to be replaced per the owner¿s booklet recommendation. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/7/2013 and 8/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.